Event description:
It was reported that under sensing was noted on patient¿s insertable cardiac monitor (icm). The physician explanted insertable cardiac monitor (icm) and replaced with a pacemaker. The patient condition was stable.